Event description:
During a cystoscopy and an evolve laser transurethral resection of the prostate the surgeon noted that the distal tip of the laser fractured and required to be removed from the patient using alligator forceps. The laser was a loaner laser from (B)(6) medical equipment. Management company and the representative from the company was present during the procedure and use of the laser. The bladder was irrigated and there was no harm to the patient. Dates of use: (B)(6) 2018. Diagnosis or reason for use: cystoscopy with transurethral resection of the prostate.